Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the lead implant procedure, pericardial effusion was observed. Pericardiocentesis was performed. There was output issue when the patient went into bradycardia. Cardioversion was performed. Patient was intubated and was treated with drugs. Patient's condition was stable.